Event description:
It was reported that the top mattress cover was torn and there was fluid intrusion on the foam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.